Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touchscreen accusation.

Event description:
Hilips received a complaint by the customer on the v60 indicating that during preventative maintenance, it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was re-calibrated which did not resolve the problem. Since it was not resolved by calibrating the touchscreen will be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.